Manufacturer narrative:
Model number/catalog number: sc-2316-50e, serial number: (B)(4), batch/lot number: 7082020, model/catalog description: infinion 16 trial lead kit 50 cm.

Event description:
A report was received that during a trial procedure that the patient had a cerebrospinal fluid leakage. A blood patch was performed after both leads were placed in the patient's body. The patient started to experience spinal headaches and a right leg pain while in recovery.